Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the difficulties charging was presumed to be due to the fact that the ins was too deep and not easily palpated. This wasn't definitive yet as the patient was pending surgical consult. Tech services was called to assist the patient and various methods were performed and applications of the recharger were attempted but coupling didn't improve. This issue hadn't resolved. This information was confirmed with the physician/account. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further follow up information received from the manufacturer¿s representative reported that no surgical intervention had occurred as of yet. The patient was pending surgical consult on (B)(6) 2018 with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was in rehabilitation since (B)(6) 2018 and did not have the equipment to keep the system charged. The last time the system was charged was also in (B)(6) 2018. The patient said the device was not working. The patient said she had appointment on (B)(6) 2018 and wanted a rep there. The rep called in after the appointment and said there was poor coupling. The rep said the patient was able to get 4-6 bars, but then the patient was hospitalized for a month for back pain that was said to be an unrelated medical issue. The patient tried to charge again and could not charge past 25% due to no coupling bars. The caller tried an antenna locate (al) feature and was able to get 66-68. The rep was able to communicate with the clinician programmer, but it indicates to charge. The al did not resolve the issue. The rep was able to get 64-70 but could not get 70 again. The rep got a 68 and tried to start a charge session and got a reposition antenna screen. The rep said the patient has been without stimulation for a month. The rep said they could only feel one edge of the device and it was a little low. The patient did report some weight gain. It was reviewed that the device may be too deep, and the rep agreed. The patient was laying on the recharger and pressure did not resolve the issue. The rep tried all 4 recharger positions and only saw a reposition antenna screen. The rep was going to speak with the doctor to determine how to proceed. No further complications were reported.